Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.5¿ proximal to the distal tip. The catheter deflected in all four directions and met the deflection requirement per viewflex xtra ice catheter instructions for use (IFU) when actuating the steering mechanisms. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issue remains unknown.

Event description:
This report is to advise of a fracture found in the catheter tip during investigation. During the af procedure there was a curve issue with the viewflex ice catheter. The curve of the catheter could not be manipulated as expected. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.